Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (10 mg/ml at 4.1 mg/day), bupivacaine (5 mg/ml at 2.05 mg/day), and baclofen (300 mcg/ml at 123 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2020 the hcp reported that the patient¿s pump began alarming yesterday ((B)(6) 2020) at 11 am. She checked the programming from the last refill, and he was not due for a refill until (B)(6) 2020 and there was no programming error made. The hcp assumed that the pump may have a motor stall but couldn¿t confirm that. The plan was to have the pump read and the logs reviewed today to determine why it was alarming. She thought it was a motor stall because the patient was experiencing withdrawal symptoms and an increase in pain. They were already planning on scheduling him for a replacement surgery as soon as possible. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported the event recovered without sequelae. It was also noted the pump was removed due to battery depletion as well as multiple motor stalls. There was a sudden loss of therapy. No rotor study or dye study was performed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the pump had been stalling repeatedly for a week, and then stalled on (B)(6) 2020 and had not recovered. The patient had acute withdrawal and was in the intensive care unit. It was reported that the pump was replaced on (B)(6) 2020. The pump would be returned to the manufacturer for analysis. No further complications were reported.

Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. If information is provided in the future, a supplemental report will be issued.